Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It was reported that an incident occurred in a theme park in (B)(6). Involving consumer and scooter. No other information was provided at this time.